Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the device has fractured at the tip. There is a wear mark on the shaft and also near the fracture location. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the little locking screw that holds the a-frame onto the inserter won't stay locked in. There is no additional information available at the time of this report.